Event description:
It was reported that the customer experienced a low blood glucose (bg) level displayed as ¿low¿; however, a specific value was not provided. Reportedly, the customer consumed liquid glucose to address their bg level. The customer alleged that the pump delivered boluses that the customer did not request. Tandem technical support reviewed the pump logs and determined that the pump functioned.